Manufacturer narrative:
The meter and test strips involved in this complaint have been returned to lfs and evaluated on (B)(4) 2013 respectively with the following findings: the meter failed testing, the spc pins were lifted high. The complaint was not confirmed with the test strips, however a secondary issue unrelated to the complaint was found. On performance testing with control solution, the test strips were reading high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted, at this time, lfs considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was continuing to prompt the ¿apply sample¿ message after he had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported he uses insulin pump therapy to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013 he had extra insulin delivered via insulin pump. At the time of troubleshooting, the cca confirmed the patient was using a correct testing process and correct test strips to obtain the samples. The cca confirmed this was not the first time the meter had been used. The cca noted that the test strip completely drew in the sample. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned to lfs and evaluated on (B)(4) 2013 respectively with the following findings: the meter failed testing, the spc pins were lifted high. The complaint was not confirmed with the test strips, however a secondary issue unrelated to the complaint was found. On performance testing with control solution, the test strips were reading high. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca and from the findings from lfs product analysis.